Event description:
Same case as #2134265-2008-04808. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The 70-95% stenosed lesion was located in the proximal to mid left anterior descending (lad) artery. The lesion was direct stented with two taxus express2 drug eluting stents, sizes 3.0x16mm and 3.0x20mm, placed in the proximal and mid lad. It is unk which stent was placed in which location. The stent in the proximal lad was deployed at 10 atm's for 15 seconds and the stent in the mid lad was deployed at 10 atm's for 17 seconds. The mid lad stent balloon was then reinflated to 12 atm's for 90 seconds. The patient received heparin and integrilin during the procedure and plavix and aspirin were prescribed post procedure. No patient complications were reported. Approximately 13 months later, the pt presented and experienced ventricular fibrillation. The patient had discontinued plavix five days prior. The pt was transferred emergently to the ccl where thrombosis of the proximal stent was discovered. The proximal lad exhibited 100% occlusion, however, the mid lad was 0%. A thrombectomy catheter was used and a 2.5x20mm maverick balloon was inserted and inflated to 12 atm's for 30 seconds. Ivus was used and a 3.5x23mm promus stent was deployed. A quantum maverick balloon was used to post dilate. The patient received heparin, integrilin, and lasix during the procedure. Plavix was given post procedure. No further complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.